Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure, the device was advanced down the endoscope. The endoscopy image revealed paint on the tip of the device had peeled (a small clear spot); no paint detached in the patient. The procedure was completed with this device. After removing the device from the endoscope, no abnormalities were noted, aside from a small clear spot in the middle of the blue tip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.